Event description:
It was reported that, during an unknown surgery, it was found that staples were protruded 3 to 4 stitches at the base when the product was opened and the cartridge was loaded into the device. This event was found before use. The cartridge did not come off when tried to remove the cartridge and load another one. The cartridge with the protruding staples deployed when the device was fired outside the patient. Another device loading another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2025. D4: batch # 609d30. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the sr75 reload was received with no apparent damaged the reload was received with the knife not completely within doghouse, fully fired and the swing tab in the unlocked position. No functional test was performed due to the condition of the reload. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 609d30, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.